Manufacturer narrative:
(B)(4). Incorrect anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue or rupture was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the armada 35 instruction for use (IFU) states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for stent post-dilatation in the peripheral vasculature. In this case, using the armada 35 in the cerebral vein does not appear to have contributed to any difficulties.

Event description:
It was reported that the procedure was treating a cerebral vein. After inflation of the 12x40mm armada 35 percutaneous transluminal angioplasty catheter, the balloon failed to hold pressure, indicating a rupture. Another balloon catheter was used with the same indeflator to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.